Manufacturer narrative:
The manufacturer previously received information regarding a ds2adv auto CPAP. The patient has alleged sinuses ahi become high. Medical intervention was not specified. After further review, the device involved in this report has been determined to be out of scope of the referenced recall. Based on the information available, this complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged sinuses ahi become high. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.